Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that pre-use check failed. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on-site and to address the issue, the pull magnet and its bracket were replaced. The pneumatic back-plane pcb was replaced as well during the repair. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The fault has not caused harm to the patient/operator. The provided device log shows failed internal leakage test due to inspiration pressure too low during the pre use check (puc). The replaced pull magnet and its bracket were returned for further investigation. Upon visual inspection, no abnormalities were detected in the returned pull magnet. The pull magnet was placed in a reference ventilator for simulated use testing. During the simulated use testing, the device failed three times the pre-use check (puc) with multiple errors. The pull magnet was continuously closing and releasing the safety valve during the puc sequences and its characteristic clicking sound was clearly identified. It was not possible to perform simulated ventilation. To determine if there was any internal functional dysfunction of the pull magnet, the resistance of the pull magnet was measured. When compared to a reference pull magnet, a significant difference in resistance was observed. In conclusion, the cause of the reported issue is a defective pull magnet that was not able to maintain the safety valve in a closed position. The root cause is related to the increased resistance in the pull magnet. The safety valve including the pull magnet is located in the inspiratory pipe. The moveable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by the expiratory channel printed circuit board.

Event description:
Manufacturer's ref# (B)(4).